Event description:
A pt with high-grade dysplasia in a barrett's esophagus. The pt had endoscopic mucosal resection of unk extent to remove nodule(s) followed by focal ablation 2 months later. At 4 months, there was a mild to moderate stricture noted with difficulty swallowing food. The pt was dilated. Follow-up pending.